Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n: (B)(6) bovie portions were working erratically, intermittently. They initially had bleeding due to the generator power supply being intermittent, but was eventually able to control the bleeding with the same device. Less than 100cc of blood lost. The power supply unit did not cause any increased bleeding or patient injury. They managed to complete the procedure with it. They swapped the cords etc and isolated the problem to the device. Delayed a few minutes waiting on generator to activate energy. No patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise I#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.